Event description:
While performing an onsite evaluation for the device, it was identified by an authorized field service engineer (fse) that the unit experienced a defib test failure during operational testing. There was no patient involvement.